Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hyperglycemia on the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely due to failure to follow the ketone action plan and check ketones and replace cartridge and infusion set or resort to alternate therapy in the setting of prolonged hyperglycemia. The user's complex medical history including dementia create challenges for independent use of the ilet. Alerts were not consistently marked as acknowledged which likely further contributed to the severity of the event. The user and her husband met with the cds for additional training.

Event description:
On 11/10/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 11/8/24. On 11/12/24 a beta bionics customer care agent spoke with the user's husband about the event. The event began on 11/8/24 when the ilet system reportedly stopped delivering insulin at approximately 5:00 pm. Ilet data logs revealed alerts for sensor reconnecting, low insulin, and high glucose. On (B)(6) 2024, the user felt nauseous, noticed the insulin cartridge was empty, and their husband mentioned possibly smelling insulin. The husband reported changing the convatec contact detach (23", 6mm) infusion seton (B)(6) 2024 but noted continuous glucose monitor (cgm) signal loss throughout the day. The user was using a dexcom g7 continuous glucose monitor. The user, who has early-stage dementia, relies on their husband for diabetes management. Paramedics were called and the user was admitted to the hospital on (B)(6) 2024 with symptoms of nausea and an upset stomach, and blood glucose levels remained above 400 mg/dl during hospitalization. The husband was not sure on what therapy was given in the hospital. The user was released on (B)(6) 2024. Post-discharge, the user resumed using the ilet system after the cds ensured proper setup. No further assistance was requested.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.